Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k191402). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. The failure was traced back to a defective patient pump. The part was replaced and the problem could be solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during priming. There was no report of patient injury.

Manufacturer narrative:
H.10: the most likely root cause of the reported issue is associated to motor bearing damaged by the corrosion, which consequently does not allow the motor shaft to rotate. Possible causes are water infiltration or water formation due to condensation or high temperatures and high level of humidity in the stationary phase. Causes related to environmental conditions.

Event description:
See initial report